Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10834r54, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from the patient regarding an implantable infusion pump (drug type, concentration, dose was unknown). The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient reported they had their device removed two years after it had been implanted (sometime in 2006, the exact date was unknown). It was removed because it quit working, the "rotor quit turning." The patient reported that the pump was the "greatest thing" and was sad to have it removed. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).